Event description:
It was reported by service report that the power cord was frayed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the power cord was frayed and had to be replaced. See scanned page.